Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the clear plastic portion of the cartridge was sticking away from it making the cartridge unable to fully slide on the pump. Reportedly, this occurred with multiple cartridge. The customer's blood glucose (bg) level was slightly elevated; however, the exact value was not provided. The customer administered a bolus via the pump to address bg level. It was noted that the customer was able to load a new cartridge.